Event description:
It was reported to philips that system would not make x ray. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the undergoing diagnosis coronary procedure was performed when the issue happened. The procedure was completed as planned by moving the patient to another room. The philips field service engineer (fse) visited onsite and confirmed the reported issue. After reviewing the log, fse discovered that the system was interacting with the foot switch but was unable to emit x-rays. Upon troubleshooting, the foot switch connection was found to be loose. To resolve the issue, fse firmly secured the connection and reinforced it with a zip tie. After repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.